Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure can be attributed to improper handling and application of excessive mechanical force, impact to the scope like fall, shock or similar stress. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the telescope exhibited a loose and displaced eyepiece. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.